Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that following code occurred: 8621 code on patient programmer (8835). Pump was replaced today. In (B)(6) 2019, the healthcare professional (hcp) thought the pump had flipped however today after surgery healthcare professional (hcp) told patient that the pump "had burned" out and had not flipped. Patient had a condition called sickle cell (blood condition) and when she had an episode of the condition which was called a crisis, her pain increased. Due to these crises she had been to the emergency room (ER) 3-4 times. The previous dose was 1.6 something and the bolus was 10. No further complications were reported.